Event description:
This rv lead was implanted on (B)(6) 2006. A call to technical services on (B)(6) 2012 states that they think they are seeing undersensing at nominals - so wasn't going into vf zone very quickly. Tried changing to 0.25 and still not seeing. Ts told rep that this may be due to the lack of post shock pacing delay post shock on t, so if you ap, may undersense vf. This can only occur with shock on t. Told rep to fax in so ts can determine if this is the issue. Did not receive fax, so sent email reiterating the lack of post shock pacing delay post shock on t -- and that if they program vvi for the induction, this will eliminate the ap and any potential undersensing, then can reprogram the normal brady mode post testing. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).